Event description:
General report received from an abbott international affiliate of tubing leaks. The customer reported that methotrexate, chemotherapy agent, leaked from the "soft membrane of the dual channel box" of the plumsets. The leaks occurred an estimated 24 hours after the infusions were initiated using unspecified plum lifecare 5000 pumps. The tubing sets were changed for new sets and the infusions were resumed. There were no reported pt or healthcare provider adverse effects.